Event description:
It was reported that during a sigmoid colectomy procedure, attaching the anvil head to the trocar portion was unsuccessful. The two halves would not engage. The instrument was closed down, but at the point of tissue tension, the two portions sprung apart. The instrument was not fired. Where the trocar portion had punctured the distal part of the resection, the tissue had become damaged and it was felt that the damage was too severe to continue with the intended procedure. A different device was then used to create a low resection and the pt was given a temporary stoma.

Manufacturer narrative:
Info anticipated, but unavailable at this time.